Event description:
According to available information, this device required removal due to a break. The metallic stylet broke in the middle of the procedure and its upper end got separated. The metallic stylet was removed with an artery forcep. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required removal due to a break. The metallic stylet broke in the middle of the procedure and its upper end got separated. The metallic stylet was removed with an artery forcep. No other adverse patient effects were reported.

Manufacturer narrative:
We received one used sample. After desinfection we can observed that the white luer was unglued from the metallic mandrel, this issue was known and a non-conformity was already opened to treated it. Dilators ch06 and ch08 received the size of dilator are well marked and readable. No defect was observed about material quality. According to the IFU "the dilators can be moistened with physiological saline solution to facilitate their insertion." Sample was received with packaging so we can define the incriminated lot number 8642711. Checking the quality database revealed one non-conformity on this issue: nc tw779229 "rjc108/208 - complaints white luer is not gluing correctly" opened in july 2022 and closed in december 2022.